Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the laser was not working. Additional information was received indicating there was no patient consequences.

Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The laser footswitch was nonconforming. The laser footswitch was replaced and the laser worked as intended. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming laser footswitch. The manufacturer internal reference number is: (B)(4).